Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that the catheters have had holes in the tubing. Per customer email: "we have some catheters that have had holes in the tubing from the catheter that leak. I know of four instances and they are from two different lot numbers."

Manufacturer narrative:
Correction: duplicate report. This MFR. Report # 1710034-2019-01320 is void. The complaint has been captured under MFR. Report # 1710034-2019-01322 h3 other text : see h.10.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that the catheters have had holes in the tubing. Per customer email: "we have some catheters that have had holes in the tubing from the catheter that leak. I know of four instances and they are from two different lot numbers. "